Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer patient. Analysis of the programmer (s/n (B)(4)) found both boards were corroded by liquid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) was unable to power up. The patient did not have new batteries to try. She was using heavy duty batteries when she took them out and they felt hot. There was no out of box failure reported. The patient needed it to work so she could turn stimulation off for a head MRI, not related, tomorrow. No symptoms reported. The issue occurred on the day of the report, (B)(6) 2016. The patient reported that they went to the healthcare professional (hcp) and bought the expensive (B)(6) batteries. The hcp could not get it to work either. If it did come on, it was briefly to show the 'sync the programmer' screen. The pp would not power on and one of the springs in the pp compartment was damaged/seemed more stretched than the other. The patient also reported that she did not feel stimulation. The hcp thought she accidentally turned off the implantable neurostimulator (ins) using the pp. The doctor said there was nothing wrong with her ins. The patient was going to get a new pp and once she received it, she would sync and turn stimulation back on if it was off. The change in therapy/symptoms was considered sudden. It was noted that the issue started 5 months ago in (B)(6), then clarified that it started in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.